Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2023 due to occasional pain and redness issue. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on august 03, 2023.